Event description:
Product analysis was completed on the explanted generator. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified in the product analysis lab. A visual assessment of the printed circuit board assembly (pcba), performed showed contaminates on the trimmed edge of the pcba. No other visual anomalies were identified. The contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths, resistive paths were established between the copper edges on the trimmed edge of the pcba which may have contributed to the supply current conditions. There were no other performance or any other type of adverse events found with the pulse generator. The pcba supply current conditions found during product analysis resulting in premature battery depletion is captured and reported in MFR. Report # 1644487-2020-00105.

Event description:
The explanted generator was received by the manufacturer for product analysis; however product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced prophylactically. The explanted generator has not been received by the manufacturer for product analysis to date. No further relevant information has been received to date.

Event description:
It was reported that the physician does not believe the patient's increase in seizures was related to the vns. It was reported the physician may believe the increase in seizures is related to a medication change. No further relevant information has been received to date.

Event description:
It was reported that the patient was in the hospital for seizures and their neurologist referred them for vns generator replacement. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.